Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. Customer was in pool with insulin pump on and submerged in water for 15 minutes with a rubber case on and tried using a hair dryer blow dryer on it as there was moisture in battery compartment and does not see any other moisture on insulin pump or cracks or scratches. Customer stated the contacts on battery cap was not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.